Event description:
It was reported that the device had channel error/ail sensor failure. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a, b, g, c and d grids and manufacturer narrative (shr). Correction : manufacturer narrative (chr). A review of the complaint history for (B)(6) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the service history record for (B)(6)was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 21dec2012. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had channel error/ail sensor failure. There was no patient involvement.